Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sep2019. The manufacturer¿s international service technician confirmed the reported oxygen flow issue. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. During further investigation (fi), a visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. The data acquisition (da) pcba and oxygen solenoid valve were disassembled from the gds and not returned with the gds assembly. An fi test data acquisition (da) pcba and an oxygen solenoid valve were installed to the gas delivery system (gds) assembly and the gas delivery system (gds) assembly was installed in the fi test ventilator. The test ventilator was booted into diagnostic mode. The airflow accuracy test was performed and passed. The o2 flow accuracy test was performed and passed. The oxygen accuracy test was performed and passed. The test ventilator was booted up into normal ventilation mode and delivered breaths. Power was cycled on and off 15 times and no failures were produced. The customer returned gds system was allowed to run for approximately two (2) hours and no errors were generated. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the oxygen flow accuracy test (pvt test 6) at the 0slpm setting. There was no patient involvement.